Event description:
Caller states that she tested 400mg/dl on the device and called the dr due to the high result. The dr reportedly advised the customer to take extra insulin based on the result. Approximately 30 minutes after the insulin was injected, the customer reports that she passed out. She was found and given glucose gel. The next day she reports a device to lab comparison with her dr where her device read 455mg/dl and the lab read 115mg/dl. No treatment was provided due to this visit. Strips are since expired and can not be tested with quality controls. Requeted return of suspect device and replacement was sent.